Event description:
It was reported that the endowrist prograsp instrument would not work. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed. The instrument is fully functional. Engineering also observed that the distal end of main tube has a 2.876" long section with material removed on one side of the tube near the intersection with the proximal clevis. There are also deep scratches within an area extending approximately 2" from the same intersection where material was removed from the damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damaged were most likely caused by a combination of cannula accessory and instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.